Event description:
It was reported by the customer that the device was displaying the service indicator and had a fault code logged in memory, indicating a potentially critical failure. There was no pt use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was that a diode, designator cr30, was electrically shorted between legs 5 and 9.